Manufacturer narrative:
This report is a duplicate event and is reported under 10665495. Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. There were no other patient complications reported in relation to this event. Should additional information be received a supplemental report will be filed for the addition information.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. There were no other patient complications reported in relation to this event. Should additional information be received a supplemental report will be filed for the addition information.